Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Cracked case on lcd display window corners and cracked battery tube threads noted during visual inspection. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.